Event description:
The pt had lap band surgery three years ago. This pt developed chest pain, shortness of breath, nausea and vomiting shortly after riding her bike. She wanted to come into the office to have the fluid removed from her band as she thought it might be too tight. She was advised by the dr. To go to the (B) (6) emergency room immediately as it may have a cardiac origin as well as possibly be related to her band. The pt had a CT scan this morning which shows evidence of a large slip with emphysema of the gastric wall and some retrogastric ascites.